Event description:
It was reported that during a meniscus repair, using a fast fix 360, when the surgeon withdraw the delivery needle from de meniscus saw that the suture wasn¿t attached to the anchor. One t was left inside patient's body. Procedure finished with s&n backup device. Surgical delay of less than or equal to 30 minutes. No further complications reported to patient due this event.

Manufacturer narrative:
H10: b4: event description updated.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided images reveals the t1 anchor has become detached from the anchor as reported. Suture does not appear cut and device shows no sign of damage. The complaint was confirmed. Factors that could have contributed to the reported event include unintended inappropriate use or excessive force to the suture. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair, using a fast fix 360, when the surgeon withdraw the delivery needle from de meniscus saw that the suture wasnt attached to the anchor. Procedure finished with s&n backup device. Surgical delay of less than or equal to 30 minutes. No further complications reported to patient due this event.